Manufacturer narrative:
The left ventricular assist system (lvas) was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned detached from the pump¿s outlet port. The sealed outflow graft bend relief collar was detached from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered or developed depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Further evaluation of the device revealed damage to one of the impeller blades. There was a small dent approximately 6.5 mm from the top of the bearing ball on the proximal side of the rotor. There was corresponding damage, circular scraping marks, observed inside the proximal end of the blood tube. The observed damage appeared mechanical and suggested that something was presented inside the pump during operation. The damage had the potential to result in the atypical power elevations recorded in the log files and the damage to the controller¿s drive circuit. A specific root cause for the damage was not able to be determined during the evaluation. The driveline was sent to a third party for analysis and no significant damage or breaches in the insulation of the wires was found (see attached). A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. The event occurred at the (B)(6) university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that hospital suspected pump thrombosis due to pump power elevation, however, the patient was asymptomatic and lactate dehydrogenase level was 300 u/l. The patient was given a heparin infusion. A pump exchange was planned, however, during the ramp echocardiogram on (B)(6) 2017, the patient suddenly complained of chest pain when the pump speed was increased from 8000rpm to 8600rpm. A right heart catheterization was performed with a cardiac index reported at 2.2l/min. A CT scan and x-rays were performed with no signs of percutaneous lead damaged, no kinking of the grafts, and no pump misalignment. Pump power further increased to 10 watts and the pump was making a scraping sound. The medical engineer noted that the pump speed was down to 1150 rpm 4 times. The medical engineer tried to connect the system controller to the system monitor, but there was an error in communication with the system monitor. The surgeon decided to perform the pump exchange immediately, and started prepping the patient for surgery. The patient lost consciousness, cardiopulmonary support was initiated including cardiopulmonary resuscitation, but no flow was obtained. It was reported that the pump seemed to be functioning intermittently. The patient''s blood pressure decreased and the patient expired. An autopsy was performed and no thrombosis was found. Troponin was negative. No further information was provided.